Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. On-site inspection revealed an outer sheath damage proximal to strain relief. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient that the driveline cable damage proximal to the strain relief. A driveline sheath repair was performed per protocol. Log files were sent.  There were no reported pump stops and the patient was reported to have tolerated the procedure without issue.